Manufacturer narrative:
(B)(4).

Event description:
It was reported that fracture, high, out of range impedance, noise, and loss of capture were observed. The non-pacemaker dependent patient was asymptomatic. The lead was functioning normally. The device was reprogrammed. The patient will continue to be monitored through in-clinic checks and via remote transmission.